Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s caregiver could not lock the insulin cartridge into the ilet after a rewind, and the caregiver observed the plunger protruding from the end of the cartridge. The agent instructed drawing the plunger upward with a syringe and advised filling the cartridge with 1.8 ml insulin, after which the caregiver understood the guidance. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included telephone troubleshooting and user education focused on cartridge preparation, plunger position, and insertion technique. Investigation of this case revealed difficulty attaching the cartridge attributed to improper plunger position and cartridge preparation, consistent with a use-related issue involving the cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was user technique.